Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation on her left and right side under the electrodes. The irritation was raw and open. The patient prescribed a cream for the open irritation. The patient's irritation improved with the use of the cream.